Event description:
The subject ICD was implanted on (B)(6) 2016. Upon interrogation of the device on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results revealed the presence of overconsumption. Following sorin's recommendations, a hardware reset procedure was successfully performed on (B)(6) 2016 to interrupt the overconsumption of the ICD.

Event description:
The subject ICD was implanted on (B)(6) 2016. Upon interrogation of the device on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results revealed the presence of overconsumption. Following sorin's recommendations, a hardware reset procedure was successfully performed on (B)(6) 2016 to interrupt the overconsumption of the ICD.

Manufacturer narrative:
Preliminary analysis results showed that the presence of overconsumption was triggered by an esd (electrostatic discharge) at the time of implant.

Event description:
The subject ICD was implanted on (B)(6) 2016. Upon interrogation of the device on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results revealed the presence of overconsumption. Following sorin's recommendations, a hardware reset procedure was successfully performed on (B)(6) 2016 to interrupt the overconsumption of the ICD.